Event description:
It was reported that the pump touchscreen was cracked or shattered, making it unreadable and unresponsive. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.